Event description:
It was reported that the pump did not recognize the syringe. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was counterfeit super cap found on the main board ands the barrel clamp guide was broken. Invalid syringe size found in pump event history log. During functional testing using the syringe test the reported issue was duplicated and failed the size verification on both quality control slugs. The plastic pin of size pot was found broken. The root cause was the customer's physical damage to the device. Replaced size pot and performed preventative maintenance. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).